Event description:
Nurse properly scanned and hung a 2g cefepime infusion as a secondary on IV pump brain #300-7431 and channel #hh15770024 at 0324. This was a 3 hour infusion and should have completed at 0624. At 0510 nurse entered patient's room and noted that the cefepime bag was empty and the IV tubing chamber was also empty. The pump still said it was infusing the cefepime at 33.1ml/hr which is the ordered rate. Nurse proceeded to refer to an email from the unit's educator regarding this issue and notified the ticu charge nurse.